Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient couldn¿t charge their ins. There were no contributing factors that may have led to the issue. It was reported that attempts to charge the ins only resulted in ¿poor¿ communication. It was reported that a pocket revision was planned, but not yet scheduled. The issue was not resolved at the time of the report. Surgical intervention did not occur, but was planned. It was reported that the event occurred since (B)(6) 2018. No further complications were reported/anticipated.